Event description:
Patient underwent a revision of matrixrib plating on (B)(6) 2013 due to pain. It was reported that two plates were broken and screws and plate seemed to be coming off the ribs. During the removal of the existing hardware, the surgeon attempted to remove the matrixrib plates and screws without a matrixrib screwdriver blade. The surgeon attempted to use various blades of a universal screw removal set which became bent and deformed. It was reported that surgery was extended greater than thirty minutes and that the procedure was successful. This is 2 of 4 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.